Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's left anterior descending artery, with the protective sheath retracted. Prior to stent deployment, the pt coughed and the stent became dislodged from the balloon catheter. The stent subsequently embolized within the coronary vasculature. The pt was sent for urgent surgical intervention. Surgery was successful and there were no clinical sequelae reported relative to this event.